Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for eval. This will be supplemented if device eval becomes available.

Event description:
During use of the subject device for an uncertain procedure, there was severe over activation over 10 sec. So, there were several short circuit errors. The ptfe pad of the device was failed and the metal part was exposed. Then the surgeon replaced with a similar device and completed the procedure. There was no pt harm reported without this event.